Event description:
It was reported that the patient fell down outside a health center. Someone from the health center started CPR. When the ambulance came, the patient received 12 shocks from an external defibrillator. The patient expired at the hospital. The device was interrogated and was found in backup mode with hv therapy disabled. The device was explanted.

Manufacturer narrative:
The device was received in backup vvi mode due to a power on reset (por) that occurred following high voltage therapy for a sensed vf event. After clearing the backup operation from the device, the device's functionality was tested with multiple high voltage shocks and reset did not occur. The device was tested on the automated test system, and found to be normal. It is believed that the hv delivery intended for vf therapy was shunted through a shorted lead, resulting in a por.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.